Event description:
It was reported that the device was oversensing. The device was removed, all leads were checked with the new device and no sensing problems were observed. As such, it was determined that the anomaly was from the ICD. Hence, the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was found to have a high current traced to a hybrid circuit. During further attempts to isolate the cause of the high current, the hybrid became damaged. No further analysis was performed due to the additional damage that occurred.